Manufacturer narrative:
Initial report MFR report # 3004123209-2023-00164 was submitted in error and is a duplicate of MFR report # 3004123209-2023-00162.

Event description:
The distributor contacted heartsine to report that their device's on/off button was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device's on/off button was not functioning. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.